Manufacturer narrative:
The pump was discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: 44 year old male patient with history of obesity presented with acute myocardial infarction/ cardiogenic shock (ami/cgs), noted as scai stage d. Patient was initially supported on impella cp, in addition to numerous inotropes, vasopressors and ventilatory support. The decision was made to escalate to an impella 5.5 for additional support. A right axillary impella 5.5 was placed on 6/12 with jp drain placed in axillary pocket. After insertion, the access site was noted to have continued bleeding, despite proper angle matching and securement. It was reported that 1 unit of packed red blood cells (prbcs) was administered. The bleeding decreased to minimal with the team holding systemic heparin and manual pressure. No further intervention performed. The impella 5.5 functioned as intended at a p-7 with flows at 4.4 liters per minute. The decision was made to withdraw care on the second day of impella 5,.5 support. The pump was weaned and explanted and the patient expired. The death is being conservatively reported, although care was withdrawn as a result of the patient's critical state.